Manufacturer narrative:
The insulin pump power up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms noted. However, it had corroded battery tube and battery cap contact. Device passed the rewind, basic occlusion test, occlusion, prime, excessive no delivery and displacement tests. No anomalies were noted during rewind. Several displayable history check failed on startup alarms found in the alarm history file due to a corrupted history file. Device had cracked case at display window corners and minor scratched lcd window. No unexpected blank dots on display were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the batteries are lasting less than normal since (B)(6) 2014. The customer also reported the insulin pump alarmed battery out limit and displayable history check failed on startup the day of the call. Customer's blood glucose was 25 mmol/l; treated with manual injection. The customer had a black dot on screen; it was advised to rewind the insulin pump. Customer was able to rewind but requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.